Event description:
A male with tortuous anatomy underwent initial aaa repair in early 2008. The pt had a high creatinine level so the physician did not went to expose the pt to a lot of CT, so he placed one main body, two iliac leg grafts, and then placed a main body extension on the right because the vessel was larger than the 24mm. This went well and the physician placed a cardiomem. All showed fine with no endoleaks. It is unk if the pt followed up properly. He presented emergently in 2009, and it was determined that there was a limb separation on the right side. The repair procedure was performed two days later. The main body extension had disconnected from the right iliac leg graft. The physician coil embolized the hypogastric, then placed a long flex leg graft up to the gate, and then placed another flex leg to extend the seal. The pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding this failure mode there are many potential contributing factors the IFU addresses; the maximum and minimum overlap of components anatomical criteria. Ballooning locations. Pt sizing. Proper pt follow-up. Based on unk factors, the physician decided to place a main body extension graft distal to the leg extension based on the best interests of the pt. However, it should be noted, the IFU for the ancillary devices state the esbe (main body extensions) are to be used for extending the proximal body of an endovascular graft. There is no evidence at this time to suggest this was the cause of the component separation. A possible cause of the disconnection could be unforeseen anatomical factors. As noted above, there was an approximate angle of 60 degree between the separated components. It may be possible the anatomy changed over time to this angle slowly causing the components to separate. A similar scenario could be the anatomy was in this condition at the time of the original procedure and subsequently caused the components to separate over time. Although the device remains implanted three pieces of film were returned for examination. All pictures are from the secondary procedure on 05/12/09. We are unable to determine a root cause for the event but we have notified the appropriate individuals and we will continue to monitor for similar events.